Event description:
Customer's mother reported a button error on her daughter's insulin pump. The numbers started scrolling when programming a bolus. Now it is frozen. Customer's blood glucose is was unknown. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own or frozen screens anomalies noted. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.